Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic area pain') in a (B)(6) year-old female patient who had essure (batch no. 626219) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included depression, swelling, cyst of ovary, dysmenorrhoea, menorrhagia, polycystic ovaries, irritable bowel syndrome and menometrorrhagia. Previously administered products included for prevent pregnancy: mirena iud. On (B)(6) 2008, the patient had essure inserted. In (B)(6) 2008, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding (menorrhagia)"). On (B)(6) 2015, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea (cramping)") and abdominal pain ("abdominal area pain"), 7 years 10 months after insertion of essure. On an unknown date, the patient experienced anxiety ("psychological or psychiatric problems: anxiety/ mental anguish") and depression ("depression"). The patient was treated with paroxetine hydrochloride (paxil) and surgery (laparoscopic-assisted vaginal hysterectomy, right salpingo oophorectomy, left salpingectomy). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, vaginal haemorrhage, menorrhagia, dysmenorrhoea and abdominal pain had resolved and the anxiety and depression outcome was unknown. The reporter considered abdominal pain, anxiety, depression, dysmenorrhoea, menorrhagia, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: discrepancy noted: essure insertion date: (B)(6) 2008 (per summon). It was reported that hsg done and essure device was successfully occluded (per summon). Essure confirmation test(s) conducted, specify no (per pfs), has not had hsg (per mr). On (B)(6) 2008 mirena placed today. Patient here today for pre-op for lavh rso l salpingectomy; poss l oophorectomy tomorrow. Procedure reported: laparoscopic-assisted vaginal hysterectomy, right salpingo oophorectomy, left salpingectomy. Hysterectomy with unilateral salpingo-oophorectomy- right side hysterectomy with unilateral salpingectomy- left side diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: essure device was successfully occluded. Most recent follow-up information incorporated above includes: on (B)(6) 2019: reporter and patient demographics, medical history, historical drug, treatment drug were added. Updated suspect drug indication and added lot number. On (B)(6) 2008,she implanted essure (previously reported as (B)(6) 2008). On (B)(6) 2015, she explanted essure. Added events abnormal bleeding (vaginal, menorrhagia); psychological or psychiatric problems: anxiety, depression & mental anguish, dysmenorrhea (cramping), abdominal area pain. Upgraded event pelvic pain to incident, outcome of events pelvic pain, vaginal haemorrhage, menorrhagia, abdominal pain as recovered and onset dated of events. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic area pain') in a 39-year-old female patient who had essure (batch no. 626219) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included depression, swelling nos, cyst of ovary, dysmenorrhoea, menorrhagia, polycystic ovaries, irritable bowel syndrome and menometrorrhagia. Previously administered products included for prevent pregnancy: mirena iud. On (B)(6) 2008, the patient had essure inserted. In march 2008, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding (menorrhagia)"). On (B)(6) 2015, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea (cramping)") and abdominal pain ("abdominal area pain"), 7 years 10 months after insertion of essure. On an unknown date, the patient experienced anxiety ("psychological or psychiatric problems: anxiety/ mental anguish") and depression ("depression"). The patient was treated with paroxetine hydrochloride (paxil) and surgery (laparoscopic-assisted vaginal hysterectomy, right salpingo oophorectomy, left salpingectomy). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, vaginal haemorrhage, menorrhagia, dysmenorrhoea and abdominal pain had resolved and the anxiety and depression outcome was unknown. The reporter considered abdominal pain, anxiety, depression, dysmenorrhoea, menorrhagia, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: discrepancy noted: essure insertion date: jan2008 (per summon). It was reported that hsg done and essure device was successfully occluded (per summon). Essure confirmation test(s) conducted, specify no (per pfs), has not had hsg (per mr). On (B)(6) 2008 mirena placed today. Patient here today for pre-op for lavh rso l salpingectomy; poss l oophorectomy tomorrow. Procedure reported: laparoscopic-assisted vaginal hysterectomy, right salpingo oophorectomy, left salpingectomy. Hysterectomy with unilateral salpingo-oophorectomy- right side hysterectomy with unilateral salpingectomy- left side diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: essure device was successfully occluded.. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2019: quality safety evaluation of ptc (product technical complaint). Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformance's data; should any new and reportable information become available as a result, this will be provided in a supplementary report.